Event description:
N/a.

Manufacturer narrative:
Additional point of contact: name: (B)(6). E-mail address: (B)(6). A getinge field service engineer (fse) had a call conversation with customer who requested for assistance troubleshooting a fiber optic module failure alarm and a no pressure source available alarm on a unit. Fse explained nature of this alarm and verified customer completed the appropriate troubleshooting which did not resolve the issue. Customer changed out the console successfully which resolved both alarms and produced an appropriate, pulsatile arterial waveform. Customer tagged the affected pump for repair. However, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for assistance troubleshooting a fiber optic module failure alarm and a no pressure source available alarm on. The customer was informed on the nature of this alarm and verified they completed the appropriate troubleshooting which did not resolve the issue. Customer changed out the console successfully which resolved both alarms and produced an appropriate, pulsatile arterial waveform. The affected pump was tagged for biomed and provided complaint information. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.